Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 4194-88 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had unexpected longevity, only lasting 3 years and 2 months which was far less than the longevity estimate. However, it was noted that the device was programmed with very high left ventricular outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.